Event description:
Patient reports that sutures came out and the pump is now tilted. Patient stated that the port was at a 10 o'clock position and now it's a 2 o'clock position. A dye study was performed recently and it appeared that the dye did not go all the way to the end of the catheter. The patient experienced increased pain and indicated that she has not had benefit since day one. A revision of the catheter was planned along with possible pump replacement as the patient does not want to have two surgeries. The revision will be sometime in (B)(6). The pump was used to deliver clonidine, bupivacaine and morphine because morphine alone was not working.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter.